Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. Performance information was also collected and analyzed. Power on reset parameters were noted as critical ram parity error was logged on (B)(6) 2009. The power on reset severity is considered low as device should be able to fully recover after reset.

Event description:
It was reported that an electrical reset was noted on carelink. Critical ram parity error. Parameters were not reprogrammed. Possible causes of reset discussed. It was also reported that the patient was not feeling well. It was discovered that the device reached premature elective replacement indicator possibly due to high battery impedance. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.